Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system application was not launching, the screen lagged and was stuck in blue screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was not launching and was stuck in blue screen. A technical support specialist (tss) remotely accessed the station and deployed the knowledge article titled rss agent 4.12 med and pas package (build 10) via rss. The tss confirmed that the station rebooted and functioned normally, attempted to contact the customer without success, and later received confirmation from the customer that the issue was resolved, after which permission was obtained to close the ticket. The system functioned as intended after the technical support specialist troubleshot the issue.